Event description:
It was reported the patient never had therapeutic effect. It was noted the patient¿s stimulation was supposed to help for their sciatic nerve pain which starts at the waist and goes down their left leg. It was reported the patient¿strial device was ¿fantastic¿ and they had no pain at all however since receiving the permanent implant it has not helped with the pain and they are taking the same amount of pain pills. It was noted that when the patient is not taking pain pills the stimulation does not help at all and their pain returns once the medication wears off. It was reported that the symptoms began after being implanted and they have tried their 2 different programs and increasing/decreasing stimulation and nothing helps. It was reported that if the stimulation was increased too high they would feel pain in their rectum and this was noticed during the trial at 5.40v and with the full implant at 4.0v and when decreased the pain goes away. It was noted that prior to implant the patient had pain in their upper back that went around the waist and chest and with stimulation on they feel vibration go up their back and shoulder to their arm. The patient reported their next appointment is on (B)(6) 2014. It was reported that two weeks after implant at their follow-up appointment the patient told their manufacturer representative and health care provider (hcp) the stimulation wasn¿t helping or working correctly and when they increase up to 4.5v they feel it more on their left side even though the program is for their right side. The patient reported they turn their device down at night and at the time of the call was on program 1 at 0.8v and doesn¿t feel stimulation and has to increase to at least 3.0v to feel anything, but it still does not cover their pain. It was noted that program 2 is currently at 1.8v. It was reported the patient was still ¿quite sore¿. Additional information received reported the patient did not have a 50 percent or greater symptom reduction and they have not had therapeutic effect since implant. The patient was still having a problem with their system and they had been on programs a, b, c, and now d and they still were not getting any pain relief. The patient had met with four different manufacturing representatives and they did what they could, but they were unable to program the device to provide therapeutic benefit. The patient last met with a (B)(6) 2014 and the manufacturing representative gave the patient a couple of programs to work with. During the trial the patient had positive results, but they have had no therapy benefit since implant. The patient had pain in other parts of their body like the rectum when they went up too high with stimulation. The patient had hemorrhoids and that was not causing their rectal pain. For two days the patient was without pain medication and they were in total misery as the implantable neurostimulator (ins) was not helping wi th their pain. Sometimes when the patient bend the get a jolt and it was not very comfortable. The patient felt like the system was pressing on a nerve and they had nerve pain in their upper back. The patient had a pinched sciatic nerve that had hurt down their left leg. The ins was implanted at the patient¿s waistline and they still had pain there. The patient stated they ¿just want to get this out.¿ the patient was planned to work with another health care professional (hcp) to have the device explanted. The cause of the event was not determined and reprogramming was not needed. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n377892, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).